Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reported patient effects of, thrombus formation and hemorrhage are listed in the proglide instructions for use as potential adverse events. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 2 proglides referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Reportedly at the time of closure, the sutures of the pre-placed devices did not achieve hemostasis as there was still bleeding. Wire access remained, and a third device was attempted to be used; however, hemostasis was not achieved either. At that time, a shot of the vessel was taken, and it was noticed that the sutures of the device or devices had captured the back wall of the artery causing a vessel thrombosis. It cannot be determined if all three contributed to the issue. Gushing bleeding continued and manual compression was attempted. The vessel was then ballooned twice to attempt to reestablish blood flow distally, while manual compression continued to be applied; however, bleeding continued and a covered stent was placed to finally achieve hemostasis. There was a drop in blood count but no need for blood transfusion. There was a delay in the procedure and extended hospitalization as a result of the issue with the devices. No additional information was provided.